Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a posterior needle tip that did not eject from the posterior foot pocket. The observed suture and link separations appear to be symptoms of the observed posterior needle tip that did not eject from the posterior foot pocket. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely that the plunger was not fully depressed flush with handle body during deployment, such that the needle tip did not eject from the posterior foot pocket. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.